Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter powers off during use. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that the alleged power issue began on the morning of (B)(6) 2015. The patient manages her diabetes with diet and she denied making any changes to her usual diabetes management routine in response to the alleged meter issue. The patient reported that 45 minutes after the alleged issue started, she developed symptom of feeling ¿shaky¿. During the follow-up call, the patient informed the mss that she was unsure if she associated the symptom with a high or low blood glucose excursion. The patient informed the mss that she did not receive any treatment in response to the symptom and claimed the symptom ¿just went away by itself¿. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that based on the information provided, the subject meter¿s battery did not need to be replaced. The csr educated the customer on meter¿s behavior and auto-shutoff and alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.